Event description:
Refer to h10/h11 for the follow up information.

Manufacturer narrative:
Additional information can be found in the following sections: a3, d4, g4, g7, h2, h10, and h11 corrected information can be found in the following section: b3 a log review was conducted, which resulted in the following findings: it was noted that maryland bipolar forceps instrument part# 470172-16 lot# n10180817-0170 was last used on (B)(6)2019 during a prostatectomy procedure on system sk1801. It was noted the instrument was used for 1:15:39 and then replaced with maryland bipolar forceps part# 470172-15 lot# n10180604-0062. Based on the log review,the maryland bipolar forceps instrument part# 470172-16 lot# n10180817-0170 had (B)(4) lives remaining. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator confirmed the reported event date for the returned maryland bipolar forceps instrument was (B)(6)2019 . However, the robotics coordinator informed they could not provide any additional information since the issue occurred a long time ago.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "cautery not working." The instrument was found to have the conductor wire broken on the proximal end, under the housing. Electrical continuity did not pass. No other damage was found. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps cautery function was not working. The procedure was completed with no reported injury.